Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed button error and had a high blood glucose event. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump. Alarmed button error and would shut off. Customer also reported high blood glucose of 275 mg/dl to 300 mg/dl and treated with insulin pump. No high blood glucose troubleshooting was performed. The insulin pump is not expected to return for analysis.